Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is giving an error 1 message. In addition to the error 1 message, the subject meter is displaying a pc on the display whenever a test strip is inserted into the test port. Six days later, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests his blood glucose 2 or 3 times per day and manages his diabetes with glucophage. The product issue began eight days ago. The patient reportedly could not obtain his blood glucose readings after the error 1 and the pc on the display issue began. The patient indicated that since he did not know what his blood glucose was and did not want to be hyperglycemic, he reduced his diet to smaller portions. Routinely the patient would test his blood glucose to see whether he needed a snack before bedtime. However, four days later before bedtime, the patient was unable to obtain his blood glucose reading due to the product issues and did not eat. Later that night, the patient woke up feeling cold and sweaty. The patient administered self treatment with orange juice and felt better soon after. The patient felt that had he known what his blood glucose reading was on the night of concern, he may have been able to prevent the aforementioned symptoms. The product issues could not be resolved during troubleshooting. This complaint is being reported because the patient had symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.